Manufacturer narrative:
Sem analysis talks of particles consistent with bone cement, however, this is a cementless component that was used without cement. Cause cannot be definitively determined. Insert exhibits what appears to be symmetric wear in the two compartments. Inferior side exhibits two circular protrusions consistent with the holes on the baseplate. Engravings on the inferior side have been worn away. Device history records indicate manufacture to specification. Scanning electron microscope examination shows pitting, scratched, and third body wear particles on the articulating surface. These particles showed c, o, si, mg, ca and al. Some of these particles appeared to be bone cement particles. Occasionally small fe indicating particles were also observer. Backside surface showed polished surface apparently resulting from wear. Energy dispersive spectroscopy analysis of the insert material showed a carbon ( c ) peak typical of uhmwpe.

Event description:
It is reported that the device was implanted in 1996. Approx 11 years post-op, in 2007, the device was revised due to osteolysis around the medial screw tip.